Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted. The procedure was discontinued, the final tr was reduced. There were no adverse patient effects or clinically significant delays reported. It was reported that in (B)(6) 2026, a patient returned with recurrent tr grade 4. A transthoracic echocardiogram (tte) showed that the triclip had a single leaflet detachment (slda). A secondary triclip procedure was scheduled. It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative tr for a secondary triclip procedure. During the procedure, the clip attempted to grasp the leaflets in the anterior-septal central position. It was not possible to successful grasp and capture the leaflets, troubleshooting was performed and the clip was reoriented unsuccessfully as the clip was unable to be placed. The clip was attempted to be removed from the patient when it was identified that the non-tactile gripper was only partially descending. The clip was removed from the patient and the procedure was discontinued. The final tr remained at grade 4+. There were no adverse patient effects or clinically significant delays reported.